Event description:
The advocate stated the customer received control readings of 247 and 256 mg/dl on the contour next usb. The meter did not automatically mark them control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. New strips were sent. Control was not expected to be returned. New kit and strips were sent to the customer.